Event description:
Pt called lfs alleging that the test strips would not calibrate the meter. Strips were not expired or stored improperly. The "code strip" included with the vial of strips would not calibrate meter as intended. Issue was not resolved after several attempts. No adverse event or serious injury occurred. No symptoms were reported. No medical care was sought from a health care professional. Customer service representative discussed product discontinuance.